Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the anchor is broken in half. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that the insertion was not off axis, correct instrumentation was used for prepping bone hole and the patient had a normal bone quality. A DHR review was conducted and the results indicate that this lot was manufactured with one unrelated incident with no link with this complaint; no nc was opened. This batch of devices was conformed to in process and finished goods specifications when released to stock. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Although the complaint can be confirmed, a definite root cause for the user to have experienced this issue cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the customer's 5.5 healix advance br with orthocord broke in half upon insertion during a rotator cuff repair. The case was completed with another like device. There were no new bone holes created. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned. Additional information obtained from the sales rep on 9-15-2017 vis email: the anchor insertion was not noticed to be off-axis. The instructions were followed as per IFU. The bone quality of the patient was normal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the customer's 5.5 healix advance br with orthocord broke in half upon insertion during a rotator cuff repair. The case was completed with another like device. There were no new bone holes created. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.